Event description:
The customer reported that their mx40 device had no audio. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that their mx40 device had no audio, as well as a broken battery door and only displaying one ECG waveform. There was no patient harm reported by the customer.